Event description:
It was reported that this patient recently received an inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system. It was hypothesized that the shock was the result of over-sensed myopotential noise. The patient was seen in-clinic where provocative maneuvers reproduced the noise in all three sensing vectors. The s-ICD device data was forwarded to technical services and is pending review. The physician elected to program the s-ICD therapy capability off to prevent further inappropriate shocks. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient recently received an inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system. It was hypothesized that the shock was the result of over-sensed myopotential noise. The patient was seen in-clinic where provocative maneuvers reproduced the noise in all three sensing vectors. The s-ICD device data was forwarded to technical services and it was discussed it could also be the result of supraventricular tachycardia. Additionally, the shock impedance measurements had gradually increased to 103 ohms. It was also confirmed that the previous shock was the result of over-sensed myopotential noise. The physician elected to program the s-ICD therapy capability off to prevent further inappropriate shocks. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient recently received an inappropriate shock from this subcutaneous implantable defibrillator (s-ICD) system. It was hypothesized that the shock was the result of over-sensed myopotential noise. The patient was seen in-clinic where provocative maneuvers reproduced the noise in all three sensing vectors. The s-ICD device data was forwarded to technical services and it was discussed it could also be the result of supraventricular tachycardia. Additionally, the shock impedance measurements had gradually increased to 103 ohms. The physician elected to program the s-ICD therapy capability off to prevent further inappropriate shocks. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.